Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 lead extensions; however, it is unknown which lead extension, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: ext dual 8ch 60cm dp pr abt us, model: 3386, UDI: (B)(4), serial: (B)(6), batch: a000123785.

Event description:
Related manufacturer report number: 3006705815-2023-05997, 3006705815-2023-05998. It was reported that the patient experienced ineffective therapy due to high impedances as well as pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg, lead, and lead extension were explanted and replaced to address the issue. It is unknown which extension had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.